Event description:
It was reported that after the customer filled the cartridge insulin began leaking from the patient line. Customer successfully loaded a new cartridge and resumed insulin delivery. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.